Event description:
It was reported that a patient experienced issues with a cardiac device. There was no right ventricular (rv) lead present, and it was unable to confirm ventricular capture on some stored electrograms (egm). The device appeared to be under sensing on both right atrial (ra) and rv leads, and there was an inability to confirm ra lead placement or any type of conduction. An rv high lead impedance warning was also noted. The implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.